Event description:
The medical evaluation in 1989 showed a low blood pressure, all other vital signs were normal, a fine tremor of the hands and fingers was noted for which a prescription medication (inderal-beta-blocker) was prescribed. Laboratory studies revealed no abnormalities, normal white blood cell counts, -abnormal white blood cell counts are strongly associated with infectious causes-; normal erythrocyte sedimentation rate -non- specific immune disease when elevated-; normal laboratory chemistries. Urine and blood mercury levels were attempted and were non-diagnostic. -as these levels are not reliable, they do not mean that the person was not exposed to mercury. - noted by toxicology doctor, "mercury is the hardest heavy metal to detect." Repeated normal physical and neurological exams were noted and a MRI scan -brain scan- was normal. This step in the evaluation had to be obtained by threatening the student health service and school with the implied threat of malpractice litigation. I requested a spinal tap, a procedure that was refused by an attending physician in neurology at general hosp -#: ranked hiv/aids outpt/inpt clinics/wards in the us- under this pressure. He considered the possibility of neurosyphillis, a sexually transmitted disease of the central nervous system, and suggested that he might test for it, but changed his mind and refused to test for it and refused to get inside the cns with a spinal tap. If there was such an imaginary virus whose existence was not published then or 14 yrs later or ever up to the present time, why did he not think of this possibility as he openly considered sexually transmitted infectious disease of the cns. He cannot think of what does not exist and would be considered to be one of the most qualified doctors in the world to diagnose or think of this so-called infectious disease, an invented lie to cover-up the fact that dental fillings are not safe. I did experience some signs & symptoms of mercury toxicity from my dental amalgams -induced by vinegar containing chips and salsa, listerine mouthwash (phenol component), and toothpaste (abrasive grit) - in the 1st yr of medical school, the winter of 1989. (The medical evaluation involved a cardiologist medical professor (history taking/interviewing) - when it was explained to her that I thought that I was being poisoned suggested that it might be lead in the water pipes of my great uncle's duplex and that if I was serious, I would need to consult/search the medical library medical toxicology section- and also involved another cardiologist at student health service -he prescribed propanolol -inderal- a beta-blocker for essential benign tremor. Md occp/env medicine, - -heavy metal screen- ph d. Neuropsychology md, psychiatry -valium- and others. I stayed until my 3rd yr with about 6 weeks to go to 4th yr status as the mercury poisoning was just too much to handle being on call every 4th night on clinical rotations. I withdrew from the neurosurgery/neurology rotation '91, school of medicine.